Event description:
The customer reported that the IV set leaked at the filter resulting in a spill on the floor. No patient harm or medical intervention occurred. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Manufacturer narrative:
The customer's report of a leak from the filter was confirmed. The primary set was inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted. Functional and pressure testing was performed. Fluid flowed through the micron filter proximal vent. Further visual inspection of the filter vent under a microscope observed no damage or issues. The root cause of the customer's report was due to a damaged filter vent membrane; however it is not known how the filter vent membrane got damaged.